Event description:
The customer indicated that the tdx/flx analyzer smelled burnt. Field service was dispatched and found the pcb reagent display driver was charred. There was no report of injury.

Manufacturer narrative:
An abbott field service representative (fsr) was sent to the account and found the novram pcb ic appeared to be burned. The fsr replaced the damaged novram pcb ic. A review of the safety hazards memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against the spread of fire from the equipment. Customer complaint data was reviewed and no adverse trends were identified. The tdxflx analyzer service manual, and the tdxflx system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.